Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when putting in the new poly during a revision procedure the locking screw in the front of the articular surface would lift when torqueing. Checks were done to assess if any soft tissues were caught on the tray. The articular surface was engaged correctly posterior; however, all was clear. When torqueing the screw again the articular surface was lifting anterior. Due to the deteriorating health of the patient, this was accepted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record could not be reviewed due to the absence of a lot number root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.